Event description:
This problem occurs in all current versions of the component and distribution information system (cdis) and the plasma center management system (pcms). These products have been in use at customer sites since 1994 and 1998, respectively. The systems use status charts to determine the suitability of products for labeling and/or release. These charts are product code specific and configurable by the user to indicate the current test results, prior type checks and other criteria needed before a specific product type may be labeled and/or released. For every product code configured on the systems, there must be at least one main status chart defined in order for the product to be labeled/released. The systems can also utilize three different types of subcharts, which provide further delineation of the criteria for labeling/release: donation type (directed, autologous, etc.), properties (flags on products) and assertions (flags on donors). The following examples will illustrate typical use of subcharts: donation type: the user could configure a specific subchart for autologous whole blood, which would allow autologous whole blood to be labeled and/or released with different requirements for testing than homologous whole blood. Properties: a subchart could be defined for a specific property. If a component is flagged with that property, the system would use labeling/release criteria configured in that subchart. An example for use could be an "emergency release" property, which, when placed on a specific unit of red cells, would allow that unit to be labeled/released with fewer requirements than normal. Assertions: a subchart could be defined for a specific assertion. If a donor is flagged with that assertion, the systems would use the labeling/release criteria configured in that subchart for the labeling/release of all products donated by that specific donor. It should be noted that there has never been a practical use identified at idm or by users for this specific functionality. The subject of this MDR involves the subchart with assertion functionality and was discovered during system testing of a new pcms revision. This defect causes the systems to use the subchart if a donor now has or has ever had the assertion. If the assertion is removed from the donor, the systems should not continue to use the subchart but revert back to using the main status chart for the labeling/release of that product type. (Note that the donation type and property subcharts function correctly.